Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a whipple procedure, the patient had excessive bleeding around the staple line, it was discovered after 24 to 36 hours of the procedure. There was an extension of hospitalization due to the event. There was also a blood loss of more than 500 cc that required a blood transfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was acute kidney injury and intubation. Patient received 10 units of blood over 3-4 transfusions. Endoscopy was done to resolve the issue. Patient is still in the hospital and guarded.